Event description:
On (B)(6) 2024 palette life sciences received a notification from a palette representative who received it from a [physician] in the united states, reporting that "the [physician] case was on (B)(6) 2024. I learned about rectal wall infiltration (rwi) on (B)(6). Met patient in (B)(6) and gave him choice to proceed or not with reversal. The has (hyaluronidase) reversal procedure will be done this friday, on (B)(6) 2024."

Manufacturer narrative:
(B)(4) n/a other remarks: n/a corrected data: n/a

Event description:
On october 23, 2024 palette life sciences received a notification from a palette representative who received it from a [physician] in the united states, reporting that "the [physician] case was on (B)(6) 2024. I learned about rectal wall infiltration (rwi) on (B)(6) met patient in august and gave him choice to proceed or not with reversal. The has (hyaluronidase) reversal procedure will be done this friday, (B)(6) 2024."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Palette life sciences will continue to monitor and trend for reports of this nature.